Event description:
It was reported that pacing-dependent patient presented in the clinic for the routine follow up on (B)(6) 2017. Upon interrogation, the noise reversions episodes were noted due to the oversensing on the right ventricular lead. The pacing was inhibited intermittently because of the noise. On (B)(6) 2017, the lead was capped and replaced successfully. The patient remained stable throughout the whole procedure.